Event description:
It was reported that the alaris syringe pump module near end of infusion alarm started to beep after 2 minutes even after silencing. The customer's current configuration for near end of infusion alarm was 15 minutes and a snooze time of 15 minutes. There was patient involvement but unknown outcome.

Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the alaris syringe pump module near end of infusion alarm started to beep after 2 minutes even after silencing. The customer's current configuration for near end of infusion alarm was 15 minutes and a snooze time of 15 minutes. There was patient involvement but unknown outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.